Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of salpingectomy partial in 2001, d & c (2000) in 1999, appendectomy in 1977 and menorrhagia, pelvic pain female, abnormal uterine bleeding, smoker, tobacco user, alcohol use, lung cancer (maternal grandmother), diabetes (paternal grandmother; grandparent; father; paternal grandfather), breast cancer (maternal aunt), ectopic pregnancy, habitual abortion (spontaneous), parity 2, multigravida, painful periods, dysmenorrhea, pelvic pain female, fibroids and menorrhagia. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, hysterectomy: focus of immature squamous metaplasia. Uterus, endometrium: weak proliferative pattern. Uterus, myometrium: intramural leiomyomas. Uterus, serosa: no pathologic diagnosis. Right and left fallopian tubes, bilateral salpingectomy: no pathologic diagnosis. Specimen source: uterus, cervix, bilateral fallopian tubes. Clinical information: preop diagnosis: fibroid uterus, abnormal uterine bleeding, pelvic pain. Postop diagnosis: not provided. Operative procedure: total abdominal hysterectomy: gross description: the attached right segment of fallopian tube with fimbriated end measures 6.6 cm in length ranges from 0.4 to 0.5 cm in diameter. The serosa is tan-pink, smooth, and contains 2 thin-walled, smooth lined serous cysts 0.2 and 0.5 cm in greatest dimension. The left fallopian tube segment is serially sectioned, without nodularity. The lumen contains a gray metallic wire. Also received in the same container are two segments of fallopian tube attached by tan-pink membranous projection measures 0.3 x 0.1 cm, with most proximal portion 0.6 cm in length 0.3 cm in diameter and most distal containing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of salpingectomy partial in 2001, d & c (2000) in 1999, appendectomy in 1977 and menorrhagia, pelvic pain female, abnormal uterine bleeding, smoker, tobacco user, alcohol use, lung cancer (maternal grandmother), diabetes (paternal grandmother; grandparent; father; paternal grandfather), breast cancer (maternal aunt), ectopic pregnancy, habitual abortion (spontaneous), parity 2, multigravida, painful periods, dysmenorrhea, pelvic pain female, fibroids and menorrhagia. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, hysterectomy: focus of immature squamous metaplasia. Uterus, endometrium: weak proliferative pattern. Uterus, myometrium: intramural leiomyomas. Uterus, serosa: no pathologic diagnosis. Right and left fallopian tubes, bilateral salpingectomy: no pathologic diagnosis. Specimen source: uterus, cervix, bilateral fallopian tubes. Clinical information: preop diagnosis: fibroid uterus, abnormal uterine bleeding, pelvic pain postop diagnosis: not provided operative procedure: total abdominal hysterectomy. Gross description: the attached right segment of fallopian tube with fimbriated end measures 6.6 cm in length ranges from 0.4 to 0.5 cm in diameter. The serosa is tan-pink, smooth, and contains 2 thin-walled, smooth lined serous cysts 0.2 and 0.5 cm in greatest dimension. The left fallopian tube segment is serially sectioned, without nodularity. The lumen contains a gray metallic wire. Also received in the same container are two segments of fallopian tube attached by tan-pink membranous projection measures 0.3 x 0.1 cm, with most proximal portion 0.6 cm in length 0.3 cm in diameter and most distal containing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.